Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer noted error code 110b multiple times in the event log. The rse advised the customer to inspect and reseat the data acquisition (da) pcba and perform an extended run and testing, and possibly replace the da pcba and solenoid 3 and 4. Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device gave error code 110b - proximal pressure autozero failed. This event was reported to have occurred during set up for use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.